Event description:
It was reported that during a ptca/stenting treatment procedure, the pt2 light support 185 cm straight tip guidewire fractured. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex (lcx) coronary artery. The physician crossed the lesion with the pt2 light support guidewire and predilated the lesion, beginning distally and moving proximally, with a ginro 2.0/15mm balloon to an end diameter of 2.5mm. Two cypher 2.5/18mm stents were delivered to an area proximal to the distal lcx and successfully deployed. Furthermore, a third cypher stent was detained at the proximal edge of the lcx. As a result, the intermediate blood vessel located between the left anterior descending (lad) and the lcx was narrowed. Therefore, the physician reinstered the original pt2 light support guidewire into the intermediate blood vessel, and inserted a pt2 moderate support guidewire into the lcx. The physician inserted a ginro 2.0/15mm balloon into the lcx and a sprinter 2.5/15mm balloon into the intermediate blood vessel and performed kissing balloon inflations. Upon removal of the guidewires following intervention, the physician noted that the tip of the pt2 light support guidewire had fractured off and remained in the distal segment of the intermediate blood vessel. The physician was able to successfully retrieve the fractured portion with a snare, but the procedure was lengthened by one hour by one hour in order to perform this intervention. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'. In reviewing the films following the procedure, it was determined that the wire had been fractured at the time of the kissing balloon intervention.